Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via telephone call that the insulin pump began alarming and the screen flashing black and white. The customer had been standing near the water, but not in the water. The blood glucose reading was 5.9 mmol/l. The insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.